Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00 +12.0 diopter) was explanted in a secondary procedure from patient's operative eye because of an unspecified lens malfunction diagnosis. Reportedly during the explant procedure the incision was enlarged and a vitrectomy was required. The replacement lens was a tecnis monofocal intraocular lens (model za9003, +12.0 diopter). Patient was reported to be doing good when discharged. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/7/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection that was performed by a qualified operator using 12x magnification shows the product is cut in half, most probably to make explant possible, it also shows a damaged on the anterior side. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The customer''s reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.